Manufacturer narrative:
Date of report : 03/08/2019, date rec¿d by MFR : 05/19/2019. Failure analysis on the returned gas delivery system (gds) shows that the gas delivery system(gds) assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05march2019. (B)(4). No phone number provided. The manufacturer¿s international service technician confirmed the reported airflow issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the airflow accuracy test (pvt test 5) at the zero point specification. There was no patient involvement. Event date not specified; estimate used.